Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy. The patient experienced shortness of breath during the episode. Additionally , the devices smart pass feature was turned off before the episode. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was oversensing for the patients rhythm, with it having a widened morphology that caused it to be oversensed. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy. The patient experienced shortness of breath during the episode. Additionally, the devices smart pass feature was turned off before the episode. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was oversensing for the patient's rhythm, with it having a widened morphology that caused it to be oversensed. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy. The patient experienced shortness of breath during the episode. Additionally , the devices smart pass feature was turned off before the episode. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was oversensing for the patients rhythm, with it having a widened morphology that caused it to be oversensed. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.